Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (modelh700489) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During an atrial fibrillation procedure, there was a communication issue with the ampere generator resulting in a delay. After transseptal puncture, the ablation catheter did not appear on the mapping screen, but all the other parameters such as contact force, temperature, and impedance were shown. All connections were checked, and no abnormalities were found. The catheter was exchanged, but the issue remained. After replacing the ampere generator, the issue resolved. It was necessary to open a new kit of ensite x surface electrodes due to replacing the ampere generator because the bioimpedance had been altered resulting in an error message on the mapping system. After revalidation, the mapping system indicated that the catheters had already been used, so it was necessary to open a new one of each model. The procedure was then completed successfully with no adverse patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.